Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " local curves shown graphically by the drawer: the graphics show very clearly that everything was working on the system in normal condition before 11:09. There are irregularities from around 11:09 am on drawers c and d, which only calm down for a brief moment around 11:35 am. Then it starts again shortly after about 11.45 a.m. Until about 12.30 p.m. Then everything is back to normal by 1.30 p.m. And then it starts again! This explains why we have strange curves here that were probably detected as ¿false positives¿!"

Manufacturer narrative:
Investigation: the complaint was created for noise concerns on bd bactec fx top instrument (ref (B)(4), sn (B)(6)). The customer reported whistling nose from drawer d. A bd field service engineer (fse) was dispatched to the customer site to investigate the issue. The fse inspected the instrument and confirmed there was a whistling noise within the instrument. The noise was caused by a worn motor blower coupling. The motor blower couplings were replaced and the instrument was powered on. Upon powered on, there were 6 positive bottles flagged. The bottles were subcultured and determined to be false positives. The plots of the positive bottles were reviewed per and determined to be a result of too many interruptions or movements on the instrument in a short period of time during the motor blower coupling replacement. A review of the service history of instrument serial number (B)(6) showed there were no further complaints for noise failures or incubation failures and one further complaint for false positive results. There were 14 false positive results reported. The root cause was determined to be inconsistent ambient temperature of the laboratory and long drawer opening times. DHR review is not required due to the age of the instrument. Based on the information provided, this is a confirmed complaint for instrument failure. The root cause was determined to be worn motor blower couplings. Corrective action and preventative action (CAPA) 2660061 have been initiated to investigate the root cause of these failures and implement corrective actions. Bd will continue to monitor for trends on the bactec fx top instruments.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " local. Curves shown graphically by the drawer: the graphics show very clearly that everything was working on the system in normal condition before 11:09. There are irregularities from around 11:09 am on drawers c and d, which only calm down for a brief moment around 11:35 am. Then it starts again shortly after about 11.45 a.m. Until about 12.30 p.m. Then everything is back to normal by 1.30 p.m. And then it starts again! This explains why we have strange curves here that were probably detected as ¿false positives¿!"